Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, the patient sustained second degree burn at the vulva. There were no reported alarms or issues during the course of the hta procedure. The patient was seen by the physician last week and the burn was treated with bactroban cream. The burn is healing very well and the patient's condition was reported to be "fine".